Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device runs in the locked position. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported from japan that during service and evaluation, it was determined that the connector of the motor device was loose, the red dot was fading, cosmetic damage, cord was damaged, hose flawed, wire loose, the braided stainless steel wire tether was damage/came off, the housing pin was loose, set screw was loose, flex circuit was damaged, the device was spinning in safe state, device runs in the locked position, and the hand control was not working, the device was displaying an e2 error code (protective system problem), and the etching was illegible. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, safety assessment, and hand control assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.